Event description:
Case description: this serious spontaneous regulatory authority case received via 'nmpa (national medical products administration), chn 'from china was reported by a other health care professional as "injected into the inner thigh, one-third of the needle remains at the injection site causing safety hazards and extreme panic(needle injury)" beginning on (B)(6) 2020, "one-third of the needle remained at the injection site(device fragment embedded)" beginning on (B)(6) 2020, "one-third of the needle remained at the injection site(needle broken)" beginning on (B)(6) 2020, and concerned a 68 years old female patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "device therapy". Action taken for novofine 32g 6 mm (needle) was not reported. Investigation results: name: novofine 32g etw tip 0.23/0.25*6mm. Batch: 19f06y. Microscopic examination performed. Needles tested for resistance to breakage. Needle tubes tested for stiffness for 3 used cannula lots. An examination of a reference sample showed nothing abnormal. The batch documentation was reviewed and the records from the productions were reviewed. No abnormalities found in the batch documentation nor in the production records relating to the observed problem. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. The product was not returned for examination. Since last submission, the following information has been updated in the case: manufacturing and expiration dates updated. Investigation results. Company comment updated. Narrative updated accordingly. Company comment: 11-sep-2020: the suspected device (novofine 32g 6 mm) has not been returned to novo nordisk for evaluation. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. With limited information regarding the handling of suspected device, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents. Patient is the operator of the device. Elderly age of the patient (68 years) is a risk factor for needle break, if not administered correctly. H3 continued: evaluation summary. Investigation results: name: novofine 32g etw tip 0.23/0.25*6mm. Batch: 19f06y. Microscopic examination performed. Needles tested for resistance to breakage. Needle tubes tested for stiffness for 3 used cannula lots. An examination of a reference sample showed nothing abnormal. The batch documentation was reviewed and the records from the productions were reviewed. No abnormalities found in the batch documentation nor in the production records relating to the observed problem. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. The product was not returned for examination.

Event description:
Case description: case was previously captured with incorrect information for the field malfunction. On (B)(6) 2021, an amendment was performed. Since last submission, the following information has been amended: the field malfunction has been changed from "yes" to "no".

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) injected into the inner thigh, one-third of the needle remains at the injection site causing safety hazards and extreme panic [injury associated with device]. One-third of the needle remained at the injection site [embedded device]. One-third of the needle remained at the injection site [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a other health care professional as "injected into the inner thigh, one-third of the needle remains at the injection site causing safety hazards and extreme panic(needle injury)" beginning on (B)(6) 2020, "one-third of the needle remained at the injection site(device fragment embedded)" beginning on (B)(6) 2020, "one-third of the needle remained at the injection site(needle broken)" beginning on (B)(6) 2020, and concerned a (B)(6) years old female patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "device therapy". The patient's weight, height and body mass index were not reported. Current condition: diabetes mellitus (type not reported). It was reported that the patient had diabetes mellitus for many years and had been injecting insulin by self for 3 years. On (B)(6) 2020, the patient inject insulin half an hour before breakfast. When injected into the inner thigh, one-third of the needle remained at the injection site. The needle was invisible. The patient was sent by family member to the medical agency for treatment immediately and the agency transferred the patient to big hospital for treatment. Hospitalisation dates are not reported. If necessary, the patient would undergo surgery. Batch number of novofine 32g 6 mm was 19f06y the outcome for the event "injected into the inner thigh, one-third of the needle remains at the injection site causing safety hazards and extreme panic(needle injury)" was unknown. The outcome for the event "one-third of the needle remained at the injection site(device fragment embedded)" was unknown. The outcome for the event "one-third of the needle remained at the injection site(needle broken)" was unknown. No further information available. References included: reference type: e2b report duplicate reference ID#: (B)(4). Reference notes: nmpa (national medical products administration), (B)(6). The patient sent by family member to the medical agency for treatment immediately, and the agency transferred the patient to big hospital for treatment. If necessary, the patient would undergo surgery. Company comment: relevant information on needle reuse, leaving the needle in device between injections, trained user are unavailable for assessment. Patient is the operator of the device. Elderly age of the patient ((B)(6) years) is a risk factor for needle break, if not administered correctly.